Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the full recapture function was not performed and the valve was implanted in the intended location. Angiography identified that a coronary artery was not patent. As r eported, the ¿left crown opening blocking¿. Treatment was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that an angiogram of the aortic root was performed prior to valve implant. Evaluation of the angiography indicated a risk for occlusion to the left coronary artery ostia by a leaflet on the native valve. A stent was placed to protect the coronary artery ostia. Following full deployment of the valve, concern for coronary occlusion from the native valve leaflet remained. Subsequently, the stent that was placed before valve implant was withdrawn and a fenestrated endovascular stent graft was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional codes. Imf added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the day following the valve implant anemia was identified with a red blood cell count of 3.35, a hemoglobin of 98 and a hematocrit of 0.30. Hypoxemia was also noted this day with an oxygen partial pressure of 60.8. The hypoxemia resolved the same day. These were reported as possibly related to the procedure. Per the physician, the anemia was not associated with bleeding nor to a vascular complication. The troponin (tpn-t) was elevated at 273.9. This was reported as possibly related to the valve and valve procedure and had not resolved. A myocardial infarction was not confirmed. There were no symptoms. No treatment reported for either of these observations. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the full recapture function was not performed and the valve was implanted in the intended location. Angiography identified that a coronary artery was not patent. As r eported, the ¿left crown opening blocking¿. Treatment was not reported. No additional adverse patient effects were reported. Additional information was received that an angiogram of the aortic root was performed prior to valve implant. Evaluation of the angiography indicated a risk for occlusion to the left coronary artery ostia by a leaflet on the native valve. A stent was placed to protect the coronary artery ostia. Following full deployment of the valve, concern for coronary occlusion from the native valve leaflet remained. Subsequently, the stent that was placed before valve implant was withdrawn and a fenestrated endovascular stent graft was implanted. No adverse patient effects were reported. Additional information was received that the occlusion to the left coronary artery ostia was resolved the same day.